Event description:
A malfunction was reported with the customer¿s pump. There was no adverse impact on the customer¿s blood glucose level. The customer was advised to switch to multiple daily injections (mdi) as a backup therapy and received a replacement pump with updated software from technical support. They were instructed to return the faulty pump within 10 days using the provided pre-paid shipping label.